Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fresenius cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the fresenius cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced too many infections and transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient experienced peritonitis on (B)(6) 2016, when the patient presented to the outpatient dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 321 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and gentamycin (doses, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis. The pdrn attributed causality to a touch contamination event, however no additional details could be provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. An sap search was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review indicated that no lot numbers were shipped to this account within the selected time frame which prevented a full manufacturing review from being performed. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced too many infections and transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient experienced peritonitis on (B)(6) 2016, when the patient presented to the outpatient dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 321 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and gentamycin (doses, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis. The pdrn attributed causality to a touch contamination event, however no additional details could be provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.